Event description:
Defectiveness of bd alaris pump infusion set was noticed when the alaris infusion pump started the infusion. Spill noticed at the alaris chamber section after pump was connected to alaris pump and infusion was started. Rn could not determine the point of leakage once taken off the pump.